Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had externalized conductors found when the pacemaker dependent patient presented to the operating room for a generator change due to normal eri. The patient was asymptomatic. The externalized conductors were confirmed via fluoroscopy. Capture thresholds were high. The physician capped the lead and replaced it. The patient was discharged without complications.